Event description:
A malfunction alarm occurred. Customer's blood glucose level was 8.6 mmol/l. After contacting support, the customer was assisted in resetting the pump, successfully resolving the issue as the malfunction code did not recur. The customer was advised to continue using the pump and to reach out if future issues arise, acknowledging the instruction provided by the support team.